Event description:
Irix scissor arm broke at knuckle. Arm fell and struck pt on or about head. Medical attention was obtained. Pt name not disclosed.

Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the MFR in 1995 and corrective actions were instituted. The device cited in this report is involved in recall z-1099/1101-5.